Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus ic2 indicating that the device ECG was not working correctly. The bench technician was initially unable to replicate the ECG reading issue. Then the go-live came into effect and the device was moved from rdt to hugo to await testing. Revisiting the device at hugo, it was noticed that the spo2 reported as disabled again, therefore the issue was not fixed. The fault was eventually traced to the system board where the communication between spo2 and sbc cannot be established. Pr (B)(4)addressed the spo2 event. This faulty system board also could be causing the ECG operation issue. The system board was replaced to address the issue. No further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The bench technician replaced the system board to address the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Results code, component code and conclusion code updated.